Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the intensive care unit (ICU) approximately two weeks post implant of the ventricular assist device (vad) with liver injury and other organ failure. Lactate dehydrogenase (ldh) had been high for several days. There were low flow alarms and dampened pulsatility. Pump thrombosis was possible. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. D4 catalog # corrected to 1103. E1 phone number corrected to (B)(6). H4 device manufacture date corrected from 30-sep-2017 to 26-sep-2017. Newly received information indicated that the patient experienced sepsis of an unknown source and subsequently died. The patient's cause of death was reported as septic shock. Investigation of this event is pending and a supplemental report will be sent upon its completion. The additional event details were collected during a review of patient records with the healthcare facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced sepsis of an unknown source and subsequently died. The patient's cause of death was reported as septic shock. The additional event details were collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the sterility certificate confirmed that the associated device met all requirements for release. The reported "low flow" event was confirmed through log file analysis which revealed a decrease in power beginning on (B)(6) 2018 to parameters outside of normal operating range. 35 low flow alarms have been logged since (B)(6) 2018. Information received from the site revealed that the patient was admitted in intensive care unit (ICU) two weeks post implant with a liver injury and other organ failure. The patient was suspected of device thrombus. Furthermore, the patient experienced sepsis from an unknown source and subsequently died due to a septic shock. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "low flow" event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constrict ion in the outflow graft, poor vad filling. Per the instructions for use, infection, device thrombus, multi-organ failure and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of infection, device thrombus or multi-organ failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. Possible factors that may have led to the event include but are not limited to septic shock. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "low flow" event was confirmed through log file analysis which revealed a decrease in power beginning on (B)(6) 2018 to parameters outside of normal operating range. 35 low flow alarms have been logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "low flow" event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.